Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that it is probable that the connection failure of the front panel and the illumination of all light-emitting diodes when the button is pressed were caused by the corrosion effect on the flat cable linking the front panel to the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received about the event. Section b5 was updated.

Event description:
The event occurred during preparation of use. There was no patient or procedural impact.

Event description:
It was reported, the video system center all leds were lighten up when the button was pressed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue of all leds lighting up when the button was pressed was not confirmed. However, the device evaluation found the locking system of the video connector was loose, but the connection was still possible. The ribbon cable connecting the front panel was corroded. Dust accumulation was found in the block. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.